Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 05/04/2016 with the following results: rf test failed due "unlock rfkey" error (step29). The pump's cover was removed, no intermittent condition was found to the cgm module or to the printed circuit board., unable to duplicate "dex45" complaint. According cgm history, a session was started on (B)(6) 2016@9:36pm, after 2hrs, the 2nd bg calibration was rejected and unacknowledged for 8hrs from (B)(6) 2016@11:41pm to (B)(6) 2016@08:41am as soon as a valid bg calibration was accepted. The following 12hrs bg calibration request is recorded on (B)(6) 2016@05:51am, 12hr post a "cs234: use bg for calibration" alert recorded in the black box on (B)(6) 2016@6:00pm. No activity outside of normal use is observed. Test transmitter was paired with the pump correctly. Bg value was set to 120 mg/dl twice within 2hr. Both bg calibration requests entered successfully. Pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No alarms or warnings occurred during the investigation, the following bg calibration request was exactly 12hr post the last valid bg calibration. The system performs within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On 4/08 /2016, the reporter contacted animas and alleged that the cgm is not prompting for the bg meter calibration to be done every 12 hours. There is no mention of an adverse event. This complaint is being reported as the issue was not resolved.